Manufacturer narrative:
A review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) on (B)(6) 2021. The following additional information was provided: the image of the maryland bipolar forceps instrument identifies thermal damage likely due to a monopolar energy from a separate instrument being activated nearby the instrument grips which is indicative of instrument mishandling and misuse. Isi received the (B)(6) bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Visual inspection found thermal damage on the bipolar yaw pulley. The known common cause of this failure is attributed to instrument mishandling and misuse. This observation is consistent with the fae photo analysis. Additionally, further investigation identified damaged conductor wire insulation. No missing material was noted. The instrument was tested and passed electrical continuity. This secondary observation is indicative of a component failure. A review of the instrument log for the (B)(6) bipolar forceps instrument lot# n10190612 / sequence 0019 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2020 on system sk2779. The instrument had 2 remaining usable lives with no subsequent use recorded. The customer reported that the event was identified during central processing on (B)(6) 2021, approximately 11 months after the last recorded usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This event is being reported based on the following conclusion: it was reported that during central processing, the customer conducted an inspection and found that the "plastic part" of the maryland bipolar forceps instrument tip was melted. There was no patient involvement. Per the event description, there was no patient involvement, mitigating any potential harm. Image review completed by the intuitive surgical, inc. (Isi) failure analysis engineer (fae) indicated that the image of the maryland bipolar forceps instrument identifies thermal damage likely due to a monopolar energy from a separate instrument being activated nearby the instrument grips which is indicative of instrument mishandling and misuse. The isi instructions for use reminds/warns the user to "exercise caution when working with monopolar instruments close to other instruments. Unintended energy may be delivered from the active monopolar instrument to a second instrument." The customer reported complaint does not itself constitute an MDR reportable event; however, this complaint is being reported because failure analysis of the maryland bipolar forceps instrument found conductor wire insulation damage with a passed electrical continuity test. Although there was no arcing reported or seen through analysis, and there was no patient injury reported, if this failure were to recur, it could result in an adverse event. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for section was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 2 remaining usable lives, therefore, had not expired. Field implant date is blank because the product is not implantable. Information for the blank fields is not available. Fields PMA/510k, recall (if recall number is given), and correction/removal number are not applicable.

Event description:
It was reported that during central processing, the customer conducted an inspection and found that the "plastic part" of the maryland bipolar forceps instrument tip was melted. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was last used 11 months ago ((B)(6) 2020 on system sk2779). The customer admitted that they did not inform isi at the time of the issue and only reported 11 months after. Customer noted that the sterilization deadline was strictly followed. No known collision involving the instrument, no reported damage and reported issue of unintended energy discharge during the last known procedure usage on (B)(6) 2020 using system sk2779 was reported.